Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that this was an ami case and the target lesion was the mid lad with mild calcification and 90% stenosis. The 2.5 x 15 mm voyager was used to perform predilatation, but the balloon ruptured at 6 atm during the first inflation. The voyager was exchanged for another company's balloon. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Factors that may contribute to balloon damage may include, but not limited to, manufacturing, materials, patient anatomy, patient disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The patient anatomy was described as mildly calcified, and had a 90% stenosis, which could have contributed to the reported rupture. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.